Event description:
Bioptome jaws closure mechanism sprung apart leaving jaws open inside the heart. Could not close with handle. Finally closed by pulling on core wire with hemostat. Open jaws could not be extracted through sheath. This is the second such instrument failure in 10 day period.